Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that there was a misaligned staple at the front of the device, and the remaining staples were jammed at the back of the device. The remaining staples at the back were jammed in the cover block leaving a gap between the jammed staples and the front of the device. The stapler was returned with the trigger not engaged, and there was biological material on the device. The stapler was received with 10 staples left in the cover block, indicating at least 25 staples were fired by the customer. The jammed staple and deformed staple were removed for dimensional analysis. The height of the deformed staple (staple 1) was measured to be 0.157", which does not meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 1 was measured to be 0.5550", which does not meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 1 were measured to be 92 and 95, both measurements did not meet the defined specification range of 90 1 per the applicable drawing. The height of the jammed staple (staple 2) was measured to be 0.134", which does not meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 2 was measured to be 0.5730", which does not meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 2 were measured to be 90 and 90, both measurements met the defined specification range of 90 1 per the applicable drawing. The stapler was returned with nine jammed staples towards the back of the device and one mi saligned deformed staple loose at the front of the device. The deformed staple was manually removed prior to firing device. An attempt to fire the staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples were released due to the front most jammed staple. Multiple attempts were made; however, no staples were fired, and the pusher did not move. It appeared that the front most jammed staple prevented the remaining staples from moving down the track and into the forming tool. The stapler was disassembled; the saddle spring was observed to be attached to the pusher and on the sides of the cover block. The device was further disassembled to access the jammed staples. The deformed loose staple and front most jammed staple were removed for dimensional testing. The damaged state of the first deformed staple could be attributed to the jammed and misaligned state of the staples in the cover block. Die casting anomalies were discovered on the forming tool. The applicable drawing was reviewed for the dimensional inspection specifications. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The jammed staple in the cover block was measured to be out of specification. Actions to address this issue of wide staples being out of specification were established as part of nc-002323, which was closed on 31-oct-2025. The sample was manufactured prior to these actions on 17-apr-2025. The reported complaint of " misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that there was a misaligned staple at the front of the device, and the remaining staples were jammed at the back of the device. The remaining staples at the back were jammed in the cover block leaving a gap between the jammed staples and the front of the device. The stapler was received with 10 staples left in the cover block, indicating at least 25 staples were fired by the customer. The stapler was returned with nine jammed staples towards the back of the device and one misaligned deformed staple loose at the front of the device. The deformed staple was manually removed prior to firing device. Upon engagement of the trigger, no staples were released due to the front most jammed staple. Multiple attempts were made; however, no staples were fired. The stapler was then disassembled, and the saddle spring was observed to be correctly attached to the pusher and cover block. Die casting anomalies were discovered on the forming tool. The deformed staple and front most jammed staple were removed from the cover block for dimensional inspection. The deformed staple and jammed staple were measured to be out of specification. The damaged state of the first deformed staple could be attributed to the jammed and misaligned state of the staples in the cover block. Actions to address this issue of wide staples being out of specification were established as part of non-conformance, which was closed on 31-oct-2025. The sample was manufactured prior to these actions on 17-apr-2025. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.